Event description:
The customer reported a ventilator with a battery failure alarm. There was no patient involvement / harm.

Manufacturer narrative:
Date rec'd from MFR: 25oct2019. The cpu printed circuit board assembly (cpu pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the cpu pcba revealed no signs of physical damage and contamination. The cpu pcba was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned cpu pcba passed all testing, and no errors were generated. This customer returned cpu pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul19. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer and replaced the battery and central processing unit printed circuit board assembly to address and correct this event.

Event description:
The customer reported a ventilator with a battery failure alarm. There was no patient involvement / harm.